Manufacturer narrative:
The field service engineer determined that the dilution nozzle was loose and misadjusted. He adjusted the dilution nozzle and ran ise checks. No errors were received. The customer ran calibration and controls successfully. All results were within the customer's established ranges. The customer ran correlation studies comparing results with another system; the results matched, with no errors. The investigation determined the issue was resolved by these service actions.

Event description:
The initial reporter stated that they received discrepant results for one patient sample tested with ise indirect na, k, ci for gen.2 and a second patient sample tested for na on a cobas 8000 ise module. Incorrect results for these samples were reported outside of the laboratory. The repeat results were believed to be correct. The customer also stated that they were receiving ise noise errors on the analyzer which started on (B)(6) 2019. The first sample initially resulted with an na value of 169 mmol/l accompanied by a data flag. The sample was repeated on the same analyzer, resulting with an na value of 146 mmol/l. When repeated on a second analyzer, the na value was 144 mmol/l. The sample initially resulted with a k value of 4.8 mmol/l, which repeated as 4.0 mmol/l when tested on the second analyzer. The sample initially resulted with a cl value of 88 mmol/l, which repeated as 104 mmol/l when tested on the second analyzer. The second sample initially resulted with an na value of 174 mmol/l, which repeated as 141 mmol/l. The patients were not adversely affected. The na electrode lot number was q6849, the k electrode lot number was x9499, and the cl electrode lot number was g2859. The electrode expiration dates were asked for, but not provided.